Event description:
Related manufacturer reference number: 2017865-2022-06536. It was reported that the patient presented for implant of the right and left ventricular leads. During the procedure right ventricular lead helix mechanism failure as observed. The left ventricular lead was damaged during implant. The leads were not implanted. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of lead damaged while implanting was not confirmed. The complete lead was received in once piece. No anomalies were found.

Manufacturer narrative:
The reported event of lead damaged while implanting was not confirmed. The complete lead was received in once piece. No anomalies were found.